Event description:
The consumer's wife alleges, they are having problems with the wheelchair dropping down to the floor, causing his feet to scrape against the ground. No serious injury is alleged.

Event description:
The consumer's wife alleges they are having problems with the wheelchair dropping down to the floor, causing his feet to scrape against the ground. No serious injury is alleged.

Manufacturer narrative:
Device has been in service for 4 years and is no longer in warranty. User alleges, the chair has had numerous repairs done; however, no details of alleged repairs were provided. It is unk if proper service and or maintenance has been performed. Chair has not been returned for inspection. User alleges, he sustained an infection to his foot. MDR filed as a conservative measure based on assumed medical intervention.

Manufacturer narrative:
Injury has been alleged. Product was approximately 4 years old at time of complaint. A review of the product device history record was performed for the serial numbers listed within the complaint. No discrepancies found. No risk assessment related to this issue noted. No change notice noted for this part. Consumer's wife alleges that they have issues with the product dropping down to the floor and causing his feet to scrape against the floor and any surface the chair is riding on. Dealer alleges that the consumer has had a repetitive issue with the tilt actuator. They have replaced the actuator 4-5 times within the last two years. Dealer alleges that the actuator would be replaced and the chair would work fine for about a month. Then gradually the chair would start dropping vertically. On RMA (B)(4), the product was returned for evaluation. In the mechanical engineering evaluation determined: power tilt mechanism tested and when stopped at any angle during tilt function the tilt actuator had excess "play" in the stroke (i.e. Seat can rock up and down-approx. 1/2 - 3/4 inch of actuator stroke). It was also noted that the mechanism seemed to "toggle" over center during the portion of the tilt function (approx. 20-30 degree range). The "toggling" may have been what the consumer describes as "dropping vertically". Also noticed on the product was the fact that the footplates were approx. 1 inch or less off the ground. When stability lock is engaged they actually contact the ground. The conclusion was: tilt actuator and/or tilt mechanism malfunctioning may have contributed to the incident. However, the minimal clearance between the footplates and the ground is the more likely contributor. Per owner's manual (part number: 1114809 rev k-(B)(4) 2007) while the wheelchair is moving, minimum ground clearance for the front rigging is three inches. If the wheelchair is not moving, the front rigging must maintain a minimum of one inch ground clearance - otherwise personal injury and damage may result. Conclusion of the electrical evaluation: all electronic components were functioning as expected, so it is most likely any alleged failure was not related to the electronic components of the of the wheelchair, rather from user misuse or error. Per legal this product was replaced in its entirely.